Manufacturer narrative:
Device received with unable to rewind due to corroded motor home switch. Corroded electronic assembly noted during visual inspection. Unable to perform displacement test due to rewind anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had rewind anomaly. The customer stated that the they did self test and it passed but yet the inulin pump wont rewind still at time of call. No harm requiring medical intervention was reported. The device will be return for analysis